Manufacturer narrative:
A batch review was conducted for lots 17j045, 17m003, 18b006 and there were no deviations found related to this reported condition during the manufacture of any of the lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five large volume infusors underinfused. This occurred during infusion. Each of the events involved a patient with no patient consequences. No additional information is available